Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 04/17/2016 to report that on (B)(6) 2016, the patient experienced "wait 3 hours" message then the sensor stopped and restarted itself and prompted for the 2 hour calibrations. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Upon further review of the customer complaint, it was confirmed that this report was submitted in error as this was not a reportable event. Please disregard all information in report number 3004753838-2016-21750.